Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump gave several motor error alarms. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The customer inspected the drive support cap, and he stated it was not flush or protruded, but it was slightly uneven. Advised the customer that the insulin pump would be replaced to be on the safe side. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed self test, error test and displacement test. Unable to prime the insulin pump during the prime test and motor error alarms during basic occlusion test due to faulty force sensor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a scratch lcd window.